Event description:
Boston scientific received information that during implant procedure prior to wound closure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range, pacing impedance measurements. The rv lead was not implanted and was never in service. Another rv lead was successfully implanted. The crt-d remains in service. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.